Event description:
I used the fascia blaster for 1-2 minutes, as directed, in the shower with light pressure. Approximately 1 hour later, while moving normally, I experienced a sharp pain in my lower back/hip area. This pain is constant and encompasses my waist, lower back and hips. The included ice pack now makes sense as it has become my only source of relief, besides tylenol. The product arrived at my home months before I decided to use it.